Manufacturer narrative:
Patient's date of birth not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the healing abutment (hc455) would not seat onto the implant. Tooth location 30.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.